Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the customer did not have an active continuous glucose monitor session at time of call and therefore, tandem technical support was unable to assist. No additional patient or event information was available.